Event description:
It was reported that, after a primary bhr-tha construct had been implanted on the plaintiff's right hip on (B)(6) 2006, the plaintiff experienced severe pain, limited mobility and metallosis. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The femoral head was explanted, and the cup was left in the patient. During the revision, significant bone erosion was noticed, and a gross area of the stem was no longer covered, therefore it was also explanted. The plaintiff's outcome is unknown.

Manufacturer narrative:
Sections a2, a3, b5, d1, d3, d4, d10 and g4 were updated with the new information received.internal complaint reference number: (B)(4). Sections d2 and d6b were corrected according to the new information received.

Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical information provided of the reported pain, limited mobility, and significant bony erosion may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility, damaged product, implant corrosion, alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G4: add 510k code.

Event description:
Us legal mdl. It was reported that, after a primary bhr-tha construct had been implanted on the plaintiff's right hip on (B)(6) 2006, the plaintiff experienced severe pain, limited mobility and metallosis. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The plaintiff's outcome is unknown.